Event description:
Customer reports, lancet does not retract. Customer states, lancet is protruding while using the softclix plus lancet device. No info provided on whether lancet device was fired. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.